Event description:
As reported by rep: "strike plate snapped from the targeting adapter while inserting the nail (hitting the strike plate using the hammer)".

Manufacturer narrative:
The reported event could be confirmed, since the device was returned, and matches the alleged failure. The returned targeting arm and strike plate were visually inspected where visible scratch and nick marks are on the device which indicate usage over some time. The broken threads of the strike plate are stuck inside a threaded hole meant for the strike plate in the nail adapter, after breaking. The broken thread portion of the strike plate was not returned. The broken surface of the thread indicates a sign of a brittle fracture evident by abrupt breakage no definite fracture progression lines on the fractured surface and no presence of plastic deformation as well. The strike plate may have been not seated flush with the target device and impacted in a non-axial direction. The assembly hole of the targeting arm is deformed which indicates the strike plate was hit from the side. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to being user related. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Correction: please refer to h6 device code.

Event description:
As reported by rep: "strike plate snapped from the targeting adapter while inserting the nail (hitting the strike plate using the hammer)".

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
As reported by rep: "strike plate snapped from the targeting adapter while inserting the nail (hitting the strike plate using the hammer)"